Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. On the same day the sensor was inserted, the patient was throwing up and passed out. The patient's parents took the patient to the hospital. The cgm was reading 130 mg/dl and the blood glucose reading was 80 mg/dl. The patient's parents could not remember at what point of the event the bg was taken and did nto provide information about the treatment received at the hospital. They reported that the patient already had an ear infection and was being treated with tylenol kids chewable and amoxicillin for this infection. The patient was stabilized and released the next day from the hospital. At the time of the report, the patient was still feeling weak. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.